Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 21mm single use stapler with 3.5mm staples opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a gastrectomy with anastomosis of duodenum and pancreas, the device was fired, the tissue was cut, and the staples were in correct b form. The anastomosis was reportedly "frazzled/in tatters" and the staple line was incomplete. The anastomosis was redone with an unspecified competitor device (circular 21 stapler). There was unanticipated tissue loss: 8cm jejunum and 4cm eesophagus. No reinforcement material used. Patient status: well.